Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to his feeling. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2012 and obtained the following information: the patient tests three times a day and manages his diabetes with novolog (via insulin pump). The patient confirmed that on (B)(6) 2012 (at 8am) he obtained a blood glucose reading of "125mg/dl" with the subject meter and clarified he administered a small correction bolus and meal bolus in response to the reading. Approximately eight hours later the patient confirmed he exhibited symptoms of weakness and shaking and at the onset of his symptoms, the patient also confirmed he obtained a blood glucose reading of "86mg/dl" with the subject meter and a minute later obtained a reading of "64mg/dl" with his secondary device (accucheck compact plus). Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. According to the patient he did not make any changes to his meals or activity level that would have caused his symptoms; however, the patient suspects that his earlier reading of "125mg/dl" may have been incorrect and as a result he administered to much insulin. Three minutes after the onset of his reported symptoms, the patient confirmed he drank orange juice as self treatment and his symptoms abated four to five minutes later. Thirty minutes after treating himself, the patient confirmed he obtained blood glucose readings of "85mg/dl" with the subject meter and "78mg/dl" with the accucheck compact plus, performed within one minute of each other. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The csr also noted the patient performed a quality control solution test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/06/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the test strips were tested and found to have failed for control solution high. The retains passed testing with no faults found. The meter passed testing and functioned properly; no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.